Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection was observed while using the arterial sheath of the neuroprotection system (nps). The physician performed a second access with a new arterial sheath, but the physician noted the dissection bigger than previously seen on angiography. The physician elected to discontinue using the srm devices and convert to carotid endarterectomy (cea).

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.